Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a preventative maintenance. There were four wash guides and two wash block check valves changed. All probes (sample, ancillary, reagent) were cleaned, straightened and checked for aspiration and dispensing. A cracked dilutor ring was fixed. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur troponin test result was obtained on a patient sample. The customer performed repeat testing of the patient sample and the final result was negative. The negative troponin test result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.